Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via device analysis. Additionally, it was observed that the gripper cover was observed to be bulky/loose and the gripper cover was caught in the second frictional element (fe) of the other gripper. The reported difficult or delayed positioning anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported difficult positioning in anatomy was due to procedural circumstances. The reported single gripper actuation issue is due to the observed caught gripper cover. The observed caught gripper and bulky gripper cover were likely related to the reported difficult positioning in anatomy and troubleshooting techniques. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and small cardiac chambers for a mitraclip procedure. During the procedure, the clip was advanced to left ventricle. There was interaction of clip and posterior leaflet. While troubleshooting was performed, the posterior gripper was unable to respond. The clip was free from the leaflets. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.